Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with novesilk mesh. Later the pt experienced a gradual onset of aching, dull, diffuse abdominal pain, possible small obstruction, adhesions and small bowel adherent to the mesh. No explant procedure was reported. A subsequent exploratory laparotomy, lysis of adhesions, small bowel resection, in which the small bowel adherent to the mesh, with primary anastomosis was performed.